Event description:
Reporting status: malfunction. Reporting rationale: shaft separation/balloon rupture is likely to causse or contribute to pt injury. Device issue: shaft separation/balloon rupture. It was reported that the dilatation balloon ruptured at 10 atms. During removal from the pt, the shaft and balloon separated from the catheter in the guiding catheter. There was no report of any resistance being felt during removal. Thee was nothing left in the pt. Pt is doing well. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: prod perf engineering reviewed the incident info. Factors that may contribute to the reported difficulties include, but not limited to, mfg, materials, pt anatomy, pt disease state, associative device interaction, lesion tortuosity, over inflation, insufficient preparation prior to use, or tensile overload. Possibly the ruptured balloon got caught within the guiding catheter leading to the separation; however no resistance was observed. A sampling of the units is destructively tested to verify lumen integrity. Without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.